Event description:
Procedure type: prostatectomy. According to the reporter: while using the device on the patient, the distal end of device would not spread like a fan even when the head was not angled. The clevis was broken and the broken pieces were retrieved from the cavity. A new device was opened to complete the procedure. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).